Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that valve 103 on a fresenius 2008t hemodialysis (hd) machine was burned. The biomed reported that the burned valve was due to water leaking from the bibag air separator onto the valve. The biomed stated that the burned valve caused both a burning smell and visible smoke, which subsequently triggered the fire alarm to go off. The biomed stated that there was no evacuation or sprinklers triggered, and the fire department was not dispatched to the facility. The biomed stated that there was no melting, spark, or flame observed. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 8,000 hours and the valve was the original fresenius part on the machine. The biomed confirmed that there was no damage observed on any other component related to the reported issue. The biomed fixed the screws on the bibag air separator to stop the leak and replaced valve 103 to resolve the issue. The biomed confirmed that the machine was returned to service with no issues and without reoccurrence of the reported event. The valve was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection on the solenoid valve (valve #103) shows heat damage. A burning smell could not be detected on the valve. The bibag hydraulic assembly was returned with valve #103 damaged. Signs of leaks can be found on the air separator and bracket of the bibag hydraulic assembly. The bibag hydraulic assembly was installed and tested on a test machine to investigate for the reported failure. The test machine encountered the ¿bibag: valve 2 err¿ alarm during rinse program. A ¿bibag: valve 2 err¿ indicates an electrical problem with valve #103. Valve #103 was replaced, however, during rinse, the air separator on the bibag hydraulic assembly was leaking. The leak on the air separator was due to four loose screws on the cap of the air separator. The screws were tightened on the air separator of the bibag hydraulic assembly and the rinse program, heat disinfect program, and self-test were completed without leaks or failures. There was no damage done to valve #103 during testing. The resistance on both defective solenoid valves are out of specification. One valve measured 1.3 ohms and the other valve measured 11.9 mega-ohms. The solenoid valve resistance must be between 40 ohms ¿ 100 ohms. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the complaint was able to confirm the reported event.